Event description:
Air/water leakages was reported with the device. The issue found during an unknown event. No harm was reported. No patient injury, no user injury reported due to the issue reported. Device evaluation found peeling of the image guide (ig) insertion tube coating (1mm2 or more) . This report is being submitted for the peeling of the coating of the image guide (ig) insertion tube (1 mm2 or more) (deterioration issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found pinhole on channel tube (ch-tube) , due to pinhole , watertightness is lost (leakages noted , air leak inspection failed). The reported issue of "air/water leakages" was confirmed. Furthermore, device evaluation found peeling of the image guide (ig) insertion tube coating, (peeling noted to be 1mm2 or more). This condition attributed to deterioration/ handling issue. Additionally, the following defects were identified during device inspection: due to damage on suction cylinder, expected insulation capacity cannot be obtained. Decrease of output light (light guide broken/light guide bundle broken). Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a dent on ch-tube, forceps cannot be inserted smoothly (buckling/deformation of the channel observed) . Control unit is sticky due to water leakage. Up/down plate, universal cord noted sticky. Connecting tube wrinkled. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.